Event description:
The home patient's family member called baxter service center reporting the patient expired and requested to have the device picked up from the residence. During the call, the family member expressed they felt the device may have contributed to pt death. The home patient was reported to be hospitalized in 2005 to have hemodialysis catheter placed for immediate hemodialysis due to increasing shortness of breath and abdominal distension. Reportedly over 2-2.5 weeks prior to the hospitalization, the patient was experiencing difficulties and failed attempts to remove fluid with apd device, manual exchanges during day, and medication therapy with natrecor. While hospitalized, three hemodialysis treatments were performed. During all three hemodialysis treatments, the patient's blood pressure was fluctuating. However, the treatments were reported to be completed successfully, removing total 10lbs of fluid. The last hemodialysis treatment was performed 2 days later. The patient reportedly expired three days later. The last dialysis treatment with the apd machine was performed before the patient's admission to the hospital. No additional information available.